Event description:
A report was received from a consumer who indicated that "my friend had the same stent placed on an unknown date in an unknown vessel for unknown reason. Then another stent was placed on an unknown date for another clot in an unknown vessel." Additional information has been requested.

Manufacturer narrative:
Please note that this device is not available for testing and evaluation. Additional details are pending, and will be submitted within 30 days upon receipt.